Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact on the customer¿s blood glucose level. No additional information was able to be obtained.